Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. The issue could not be duplicated. The battery and charger voltages all measured within limits at the j7 connector. The log files showed low motion battery levels before reaching critical levels and shutdown. The motion batteries were replaced due to the motion battery errors found in the logs. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturers for evaluation. The batteries were discarded on-site, so no part return is expected. No further issues were reported.

Event description:
A medtronic representative reported that while troubleshooting a reported issue with gantry motion, the customer reported that there was a critical battery message displayed on the system before it shut down. This occurred outside of any patient involvement. No additional details were provided.